Manufacturer narrative:
MDR 2183456-2020-00002 has been filed past the 30-day timeframe. Through the 2019 FDA inspection, it was identified that while ad-tech was evaluating reportability for actual events in which death or serious injury had occurred, ad-tech had failed to submit events in which a malfunction was reported and could result in a serious injury if the event were to recur. As part of the investigation, a two (2) year retrospective review of complaints was performed to determine which complaints required submission of an MDR. MDR-2183456-2020-00002 was submitted as a conservative measure due to the recalls tied to this issue.

Event description:
On (B)(6) 2017 a customer informed us that upon opening a box of drill bits the actual product in the box was a different size drill bit. They had additional drill bits on the shelf and proceeded the case as scheduled without incident.